Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit didn't have battery test option. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that the unit had old datasettes. The fse replaced the datasettes from customer stock, and the battery test option was available. The battery test and system checked passed. The equipment was handed over to the customer in good, working condition.